Event description:
It was reported that the lever on the device that moves the blood from the drain to the blood bag appeared not to be connected to the unit and therefore would not transfer the blood. Approximately 800ml of blood was discarded. A second cbc was connected and that blood was used to reinfuse into the pt. No pre-donated blood was used. The pt was hemodynamically stable. There was no user/patient injury related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation.